Event description:
Reportedly, the operation was completed and the device fired as it should and the staples appeared to be well formed. The surgeon had to bring the pt back to the o.r the next day as they were bleeding from the staple line. The surgeon hand sutured to complete the case. The pt is reported to be recovered. Because the procedure seemed to have been completed without complications, the devices were discarded and are not avilable for evaluation. Procedure:labectomy.